Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced pain inside the stoma. On an unknown date, the patient experienced pain during mobilization of the tube. On an unknown date, the patient underwent an exploratory gastroscopy during which a bezoar was found at the distal end of the j tube, and a small ulcer was found in the duodenum due to the decubitus of the j tube. It was reported that the patient's j tube was removed, and a new j tube was placed. The patient was prescribed esomeprazole once a day for an unspecified amount of time.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062918. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar and duodenal ulcer are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.